Event description:
It was reported that a symptomatic patient presented in the hospital for a device follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced. The patient was stable during and post procedure.